Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g4: premarket / 510(k)#: k233837: reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of new stent was placed.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent tts was implanted in the esophagus to treat an esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. The patient underwent therapy, and it was noted that the stent had migrated. Another wallflex stent was placed, and the physician plans to remove the migrated stent in approximately 3 weeks. There were no patient complications reported as a result of this event.